Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter on the cannula with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: confirmed. The most likely cause is fine black plastic from the IV shield.

Event description:
It was reported that the bd eclipse¿ blood collection needle with luer adapter had foreign matter on the cannula. No injury or medical intervention.